Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a debris coming out from the biopsy and suction channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii colonovideoscope emitted a foreign material from the channel during inspection. There was no patient involvement nor harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the event could be failure in reprocessing at the facility or inspection prior to use was thought to be possible cause. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: brush until foreign material is completely removed and confirm that the brush is free from any damage. Accordingly, we can presume that patient tissue, chemical agents, patient fluids or tip of the brush remained within the channel. Confirm that no foreign material comes out from the channel by passing endo therapy accessories prior to use. However, we can presume that the user did not perform this step. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Manually cleaning the endoscope and accessories. The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Brush from the suction cylinder to the distal end of the insertion section.